Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with symptoms of intermittent phrenic nerve stimulation. This behavior was apparent when the patient was sitting, no behavior was apparent when prone or standing. Further testing revealed that phrenic stimulation was observed when the ventricular lead was pacing unipolar or bipolar. Patient did not tolerate extended atrioventricular delays to minimize ventricular pacing. The lead was capped and replaced on (B)(6) 2018. No further information was provided.